Event description:
Patient has experienced pain over last 6 months. Bone scan indicated loose stem, which was confirmed during revision surgery, as it was very loose and removed easily. Clinical indicators were negative for infection. During revision surgery, it was found that there was a pedestal of bone / narrowing of the femoral canal, which prevented the stem from being completely seated. Acetabular component solidly fixed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated to the complaint were not returned for analysis.the DHR analysis performed for batch 5123158 did not reveal any anomalies that could be related to the issue reported on the complaint. A 24 months complaint search into the complaints database was performed, no other complaint was reported in association with batch number 5123158.based on the information received and the investigation performed, the root cause of the analysis could not be determined.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)